Event description:
Customer's daughter reported, customer was not able to test his blood glucose due to the blank screen that appears on their freestyle flash glucose meter. Customer's daughter also reported customer had his right foot amputated due to an infection. Customer's daughter reported they went to hospital, where he had the surgery.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.